Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse evaluated the iabp and indicated that the iabp would not pass all manifold test. To address the issue the fse replaced the pneumatic module assembly. The fse performed a pm and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed twice for gas loss. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional customer contact phone: (B)(4). A getinge field service engineer (fse) stated that the device would not pass all manifold tests. Replacing the pneumatic module assembly corrected this. Completed full system check out and pm. The defective components were received for further investigation.the national repair center installed the pneumatic interface module assembly into the cardiosave test fixture serial number and tested the safety disk to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual pn 0070-00-0639 revision n. The nrc verified the failure of the pneumatic interface module assembly failing the leak differential pressure test, with a result of -193mmhg. The factory specification is +-10mmhg. The pneumatic interface module assembly failed testing. Retaining the pneumatic interface module assembly in the nrc per procedure 0002-07-d008 rev. Aj. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.